Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the implantable cardioverter defibrillator exhibited backup vvi operation after patient had an MRI. Backup defibrillation operation was not available. The device is awaiting explant. No further information was reported.

Event description:
New information received stated that the patient didn¿t receive any inappropriate therapy during backup vvi operation. It was noted that the MRI settings was not followed prior to the MRI scan. The device was reprogrammed to reset to normal mode. Patient¿s condition was stable throughout the event.